Event description:
A physician stated that he was having trouble interrogating patients with his tablet. The physician start interrogating the button was not responding to touch. No information regarding whether or not patient therapy was impacted was provided. No further additional relevant information has been received to date.